Event description:
Additional information received reported the patient had a continued return of symptoms and felt her settings were not high enough.

Event description:
Additional information received from the hcp reported that after experiencing an increase in symptoms the patient requested the device be checked. No abnormal impedances were seen. The patient's settings were adjusted and symptoms improved in time. There was no patient injury.

Manufacturer narrative:
Lead model 4300-35, serial # (B)(4), implanted: (B)(6) 2000, explanted: na; lead model 4300-35, serial # (B)(4), implanted: (B)(6) 2000, explanted: na.

Event description:
It was reported that the patient felt no stimulation sensation and experienced a loss of therapeutic effect. The patient was hospitalized and placed on a pain pump over the weekend due to return of symptoms. There was no known accident or incident related to the event. The plan was for a manufacturer representative and the hcp to attempt to reprogram the patient. Additional information has been requested, but was not available as of the date of this report.